Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was inserted for treatment of a severely calcified lesion in the circumflex coronary artery. During the attempts to cross the severely calcified lesion, the stent reportedly "hung up" on the calcium. Upon removal of the stent delivery system, the stent dislodged at the lesion site. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The severely calcified lesion and no pre-dilatation of the lesion contributed to the event.